Manufacturer narrative:
Device reported was manufactured on 11/10/2009, device still had the original battery which is over 9 years old. Sscor's manual/labeling recommends that device batteries be replaced every 3 years and to keep the device on charge at all times. The only way to assure the battery has a functional capacity, is to perform the battery check suggested on the sscor manual. Sscor sent user a replacement battery as good faith. The user replaced the battery on the device and it worked to specification. No patient details were provided to sscor.

Event description:
Per customer (user): "b shift passed along some information this morning in regards to the suction units on m61. Apparently they had a CPR call and both suction units (red bag and wall mount) died. They said the red bag unit worked for about 2 minutes, and the wall mount worked for only a couple seconds. Call was for a patient in cardiac arrest, issue with device did not contribute to the patients outcome. Several suction units were on scene and available during the emergency."